Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. Based on the results of the investigation, there was no lead to the identification of the cause of the occurrence. In addition, the following reportable malfunction was identified during the device evaluation: pixel defects and scope mount corrosion the cause was linked to the device, but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from customer - the malfunction was first noticed on pre-use inspection and the procedure was completed using a similar device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that sometimes the subject device showed image distortion. There were no reports of patient harm.